Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringes came in sealed packaging but with no measurements on them. To aid in the investigation, three samples and one photo were received for evaluation by our quality team. Two samples came with no packaging blister and one in a sealed packaging blister. A visual inspection was performed and the scale printing is missing. No other defects or imperfections were observed. The photo provided shows two of the samples received. This defect could occur if there was a jam during the scale printing process inducing the symptom reported. A device history record review was completed for provided material number 302832, lot number 1145183. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced the scale markings missing. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was reported that : no measurement on syringes we have received the complaint attached for 20 each product# 302832 lot# unknown per customer. Syringes came in sealed packaging but no measurements on them.